Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed loss of capture, unstable pacing impedance, and r-wave amplitude variation on right ventricular (rv) lead. On (B)(6) 2021, an x-ray was performed and rv lead dislodgement was noted. The physician elected to explant and replace the rv lead. The patient was discharged from the hospital after the procedure.